Event description:
Event description guidant received information that at 25.0 months post implant, this implantable cardioverter defibrillator (ICD) was unable to be interrogated and unable to elicit tones with the application of a magnet. Technical services recommended device replacement.